Event description:
Root canal overfill of tooth #29 into inferior alveolar nerve canal and its ascending anterior loop. Preoperative diagnoses: right inferior alveolar nerve injury. Right mental nerve injury was foreign body present. Operative procedures: neuroplasty of the right interior alveolar nerve and mental nerve. Exploration of right inferior alveolar and mental nerves. Removal of foreign body and material, right inferior alveolar and mental nerve.